Event description:
On (B)(6) 2012, pt reported the infusion set leaked insulin at the headset on (B)(6) 2012, after he delivered a 22 unit bolus. Pt has previously delivered boluses of this size with no concern. No alert or error messages were received on the infusion device. Pt rotates his infusion sites side-to-side and did not insert the infusion needle into scar tissue. The infusion needle was in use for 1 day and is typically changed every 2 days. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested for eval.